Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the implant procedure, the patient developed a hematoma. No further information is available.